Event description:
It was reported that the customer was hospitalized for hbgs. In the alarm history, two error alarms had occurred prior to the event. The customer was under medication and was not very clear on what had happened. At the time of the call, the programming on the pump was incorrect. The customer was assisted with resetting the pump. In addition, an alarm had occurred due to a bent cannula. Troubleshooting was done and the pump passed testing. The customer was educated on the alarms and to follow the two hbg rule.